Event description:
During case robotic instrument failed to shut off and continued in the suction mode, removing all the insufflation during the case causing a visual decrease of the surgical field. FDA safety report ID# (B)(4).